Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer called to report that the insulin pump alarmed battery out limit after each battery change. The customer also reported a past high blood glucose reading in (B)(6) 2014 of 600 mg/dl, because she forgot to eat and forgot to check her reading. The customer's blood glucose reading at the time of call was unknown. The customer completed troubleshooting for the alarm and was able to clear it. The customer was advised to monitor the device and call back if problems persisted. The insulin pump was not replaced or returned for analysis.